Event description:
Patient received a skin shock during an electrotherapy treatment. The clinician did not describe the details of the event or the nature of the patient injury, if any. Patient 1 of 2.

Manufacturer narrative:
The clinician wanted to insure that this matter was addressed with management. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle simulators. Please see attached labeling.